Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had noise that was inhibiting pacing. The patient was symptomatic. The lead was capped and replaced on (B)(6) 2020. An insulation issue was suspected. Patient was stable post procedure.